Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l72774, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: catheter; product ID 8709, lot# l72774, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had ¿had a lot of problems with the pump over the past year,¿ specifically the system was explanted. Reportedly, ¿around a year ago¿ the previous infusion system catheter and back got infected and they removed it. The system had since been replaced. The device system was currently used to deliver gablofen at the time of this report and the patient¿s therapy was listed as spasticity (itb-intrathecal baclofen) however at the time of the event the medication being delivered wasn¿t specified. Additional information has been requested, but was not available as of the date of this report.